Event description:
The customer reported a "stop to open." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a "stop to open." There was no report of pt involvement. On (B)(4) 2011, repair info was provided stating that the energy select switch had failed. Based on this new info, we are considering the reported symptom as consistent with a failure to power up that was caused by a malfunction of the energy select switch.